Event description:
It was reported that when setting the preloaded monofocal intraocular lens (iol) with balanced salt solution (bss), the cartridge cracked when pushing forward while rotating the plunger and bss leaked from the crack. Although there was a strange feeling at the time of insertion, the lens could be implanted as it was. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the crack was not at the tip but around the middle of the cartridge. The crack was not touching the patient's eye. The preloaded device was prepared by the physician according to the instructions for use. The account also indicated a feeling of resistance when using the device. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece intraocular lens (iol), model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod advanced. Viscoelastic residue was distributed through the length of the cartridge and the cartridge tip was cracked as well as bent. The crack from the cartridge tip extended into the cartridge tube. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and no resistance was felt. No lens was received for evaluation. A customer video was evaluated. The video displayed the surgical procedure of implanting a iol. During the delivery a crack developed in the cartridge and cartridge tip. The crack in the video matches the crack displayed in product evaluation. The lens was displayed in the eye and no issues were observed. The complaint issue "cartridge crack" was not identified during photograph and product evaluation. The observed "cartridge tip cracked/damaged" and "cartridge damaged" are similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Following investigation closure on (B)(6) 2025, the findings confirmed the damage to be at the tip of the cartridge. Therefore, the event was re-evaluated as meeting reportability criteria. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the following information was not included in the initial MDR report: section h6-type of investigation: 3331 section h6-type of investigation: 4109 narratives below needs to be provided: the complaint issues "difficult to use" and "cartridge crack" were not identified during photograph and product evaluation. The observed "cartridge tip cracked/damaged" is similar to the reported complaint issue "cartridge crack". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.